Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button harder to press, insulin pump reject new battery, motor a code made customer restart and replace a new battery and scratches on screen . Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.